Manufacturer narrative:
The product has not been returned. No further information concerning this report is available at this time.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to noise and oversensing. The lead would not extend after various repositions and the helix required more than 40 turns to extended due to tortuous anatomy. A conductor fracture and electrode end damage is suspected. The lead was removed prior to pocket closure. Another lead was used to complete the procedure. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to noise and oversensing. The lead would not extend after various repositions and the helix required more than 40 turns to extended due to tortuous anatomy. A conductor fracture and electrode end damage is suspected. The lead was removed prior to pocket closure. Another lead was used to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the helix difficulty, difficult to position, and lead conductor fracture allegations were confirmed based on x-ray observation of a fractured, tangled inner coil near the terminal pin, damage indicative of helix extension/retraction difficulty. The noise and over-sensing allegations were not confirmed despite the inner coil fracture, because the helix difficulty (and fracture) is implied to have occurred later in the implant procedure during repositioning attempts. The damaged/defective electrode end allegation was not confirmed, no abnormal deformities or damage observed on the lead tip/helix during analysis.